Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 239mg/dl. Pt felt signs of hypoglycemia. Pt called the emt's. Emt's arrived and took pt's blood glucose on their device and the result was 67mg/dl. Pt was taken to the hosp and given orange juice and an IV. A lab result came back at 50mg/dl. Pt was released from the hosp when pt's blood glucose was 126mg/dl on a hosp device.